Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water supply channel could not be identified and a definitive root cause of the observed issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif-1tq160 operation manual chapter 3 preparation and inspection. Gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that residual liquid or foreign material comes out of the channel-tube due to insufficient cleaning. Additional findings were as follows: the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that residual glue used for the therapeutic procedure was found inside the instrument channel of the evis exera gastrointestinal videoscope. The procedure was completed with the same equipment. The reported issue occurred during reprocessing. There were no reports of patient harm or impact associated with the reported event.